Event description:
It was reported that this was a closure of an unknown vessel using two prostyle devices related to an interventional aneurysm procedure. Reportedly, there was a defect regarding with the suture threads. An unknown method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. A specific failure mode could not be identified with the returned device. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported unspecified failure mode could not be determined as a specific failure mode could not be identified with the returned device. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.